Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that the box that their onetouch verio pro meter was packaged in did not arrive sealed. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the the box that their onetouch verio pro meter was packaged in did not arrive sealed. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.